Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open orthopaedic surgery, while using endo stitch handle, the needle is popping off, needle and suture will separate. The needle fell into the patient's cavity. Another device was used to complete the case. There was no patient injury.